Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion with 90% stenosis degree. The strut of the stent was twisted distally when crossing the calcified lesion. The device was retrieved.